Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 350-32-04 - tibial plate mb sz 4 rt. (B)(6) 350-02-04e - talus -right- sz 4 - EU.

Event description:
As reported, the patient underwent an initial right total ankle arthroplasty. During post-op controls, the x-rays showed potential breakage. This was confirmed when the patient was revised approximately 1 year and 10 months post the initial surgery. The poly was revised to a thicker one. No traumatic event is known that led to this issue. The patient post-op showed a moderate level of activity. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2025-02600.